Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had an x-ray examination and the print out read that the leads near battery pack seems to be fractured. However, the patient did not know which lead the report was referred to. Boston scientific company representative referred patient to the physician. Attempts were made to obtain additional information however were unsuccessful. All available information indicates that this right atrial (ra) lead remains implanted. No adverse patient effects were reported.

Event description:
Additional information indicates that the right atrial (ra) lead was surgically abandoned. There was no further information obtained from the field representative. No additional adverse patient effects were reported.